Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The complaint instrument was returned without the introducer sheath used in the intervention. The outer shaft has been retracted about 32 mm. The outer shaft is severely deformed at its distal end. Outside of the deformed zone the diameter of the outer shaft complies with the specification. The device tip is severely deformed. The inner shaft is kinked and also severely deformed just proximal to the distal stent stopper, indicating application of excessive force. The stent was returned separately and shows no damage or irregularities. Review of the production documentation verified that the instrument was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. It should be noted that the IFU advises to carefully insert the stent delivery system through the introducer and to stop the procedure and determine the cause of the resistance before proceeding if strong resistance is experienced during manipulation.

Event description:
It was intended to treat a severely calcified lesion. During introduction into the introducer sheath, the astron could not be advanced. After removal it was detected that the stent was loose and dislocated.